Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient underwent bilateral removal and replacement with mentor smooth walled saline implants, pocket revision and bilateral placement of galatea mesh. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on 6/19/2019: during analysis of the sample it was observed to be ruptured. It was received in two pieces. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient underwent a primary breast augmentation with mentor memorygel breast implant 550cc silicone breast implants which bilaterally ruptured after implantation. MRI examination confirmed rupture on both implants. As a result patient had the devices removed on (B)(6) 2019. This report is for the right side.